Event description:
In review of post-op imaging (chest x-ray), it was identified that there was a retained metallic foreign body consistent with the back of a low-profile drill guide. The patient returned to the o.r the next day for removal.